Event description:
When physician fired stapler it sounded like "pop, pop, pop". After sound the physician could not get the stapler open to remove it from lung. Physician needed to use another stapler to cut/staple behind the ets45. Then the ets slid off its part of the specimen. Physician utilized a new stapler to finish procedure. Device returned to ethicon per physician's request.